Event description:
Reportedly, while on the ventilator, a patient died; caused by disconnecting the breathing circuit. It is unknown if there was a malfunction of the device. The ventilator in question is not available for investigation at this time. No further information could be obtained.